Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned. The catheter was returned inserted through an unbranded introducer sheath. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. The entire balloon and proximal glue joint were extended past the distal end of the sheath. A complete circumferential shaft break was noted at the proximal balloon glue joint. The break was examined under microscopic magnification (10x) and the edges of the catheter break were jagged and stretched, likely indicating that excessive force was used. The polyimide was intact and the device remained in one piece. It is likely that the break was a result of the retraction issues. No other anomalies were noted to the catheter at this time. Functional/performance evaluation: no additional functional testing could be performed due to the condition in which the sample was returned (i.e. Break at proximal balloon glue joint). Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: based on the images provided, angioplasty was performed in five separate locations of the basilic vein, can be confirmed. Based on the images provided, a contrast injection performed post angioplasty demonstrated the basilic vein was patent with good blood flow from the anastomosis to the subclavian vein, can be confirmed. Based on the images provided, guided fluoroscopy did not demonstrate any difficulty retracting the pta balloon through the sheath, can be confirmed. Conclusion: the device was returned within a 6fr introducer sheath and images were provided for review. Based on the condition in which the sample was received, the investigation was confirmed for a complete circumferential outer catheter shaft break at the proximal balloon glue joint and sheath retraction problems. The investigation was unconfirmed for hole in material, as no holes were identified during sample evaluation. It was likely that excessive force during retraction caused a break in the outer catheter at the proximal balloon glue joint. The definitive root cause for the retraction problems could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following the first inflation in a right upper arm a/v basilica fistula, the health care provider allegedly had difficulty retracting the pta balloon through the 6fr sheath. It was further reported that upon retraction, a hole was identified on the catheter. Reportedly, another pta balloon and another sheath were used to complete the procedure. There was no reported patient injury.